Event description:
Blood observed after catheter was inserted into the urethra, but before the bladder was reached. Catheter was removed and bleeding stopped. A new catheter was inserted and the pt was transported to the emergency room.